Event description:
In a journal article, the investigator reported a group of patients (110 eyes) who experienced secondary cataract after intraocular lens (iol) implantation. Posterior capsule opacity was noted in these eyes and yag laser procedures were performed. Seventy (70) eyes were implanted with a 'natural' model lens; 40 eyes were implanted with another model. There are two manufacturer reports associated with these events. This report is for the 70 eyes implanted with the 'natural' model lens.

Manufacturer narrative:
Evaluation summary: product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No further information is expected. Sorokoletov, g. V., zuev, v., tumanjan, j., bessarabov, a., & veshchikova, v. (2014). A posterior capsule opacification dynamic rate in artificial eyes with modern modules of intraocular lenses. Cataract and refractive surgery, 14(2), 23-26. (B)(4).